Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that followed up determined that the patient had an implant in their mouth that was affecting registration and the emitter. The scan was sent into technical services (ts) and it was noted that ts did not see any issues with the scan that would prevent failed registrations. The failed attempts were not saved in the archive.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was unable to register the patient. It was noted several attempts were made without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a component of the software was analyzed but was not able to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.